Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six images screen and the device then shut off after being powered on for less than a minute. The issue was caused by the single board computer (sbc) printed circuit board (pcb). The device repair has yet to be completed.

Event description:
It was reported that a ventilator display froze at the six images screen and the device powered off on its own. There was no patient involvement .

Manufacturer narrative:
Covidien reference number: (B)(4). The single board computer printed circuit board was replaced and the device passed all testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.